Manufacturer narrative:
(B)(6). Device is still implanted in the patient, so will not be returned for evaluation. (B)(4).

Event description:
There is a report of a screw anchor that was placed into the bone in the prepared hole. The anchor was placed with all threads below the surface of the bone. At some point during the surgery the handle is suspected of being deployed and could not subsequently be used to screw the anchor in. The anchor was reportedly not used to complete the procedure but the procedure was successfully completed with a back-up anchor. No patient injury or surgical delay was reported.